Event description:
It was reported to philips that the system's wired footswitch would not allow exposures to be performed. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected reported problem was found during neurosurgery and the customer completed the surgery without delay by using handswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch would not allow exposures. Upon functional testing fse checked the log files and found that the footswitch couldn¿t pass the test which confirmed that the footswitch was defective. To resolve the issue fse replaced the footswitch. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.